Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices that the patient experienced hiccuping due to diaphragmatic stimulation. The left ventricular (lv) lead was turned off and the diaphragmatic stimulation was resolved. It was later reported that the patient complained of feeling poorly at home. The patient subsequently lost consciousness and the patient's family called for an ambulance. On arrival of the emergency services, the patient was in a cardiorespiratory arrest state. Cardiorespiratory resuscitation was administered. On the same day, the patient died. Device interrogation was performed and no ventricular tachycardia or fibrillation could be confirmed. Per the physician, the cause of death was indeterminable. It is unknown whether there is a causal device relationship with the death. No additional information is available.